Event description:
Customer reported smelling burnt plastic from the power supply interconnect to the pcb being melted.

Manufacturer narrative:
A burning plastic smell was reported for the statspin express 4 centrifuge. No injuries were reported. Power supply interconnect to the pcb board was melted. No reports of open flames or smoke or the fire department being called.